Event description:
Following an angioplasty, a reduction in blood flow or a thrombus was seen on angiography. Therefore, the physician attempted to advance a coronary stent with delivery system to the target lesion site where a stent had been deployed in july 1996. During further attempts to advance the stent and sds with the protective sheath partially retracted, the stent became entangled in the guide catheter tip and embolized to the left main coronary artery. A microsnare was inserted and during rtrieval of the catheter and stent, the stent dislodged into the circulation to an unk location. No add'l retrieval attempts were performed. There were no clinical sequelae reported relative to the event.